Event description:
It was reported that, during a uterine ablation procedure, three catheters would not maintain pressure. A fourth device was used to complete the procedure with no patient consequences. The procedure was extended for 1 hour and the patient was under general anesthesia.